Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the pw unit isnt suctioning, did trouble shoot and the unit has failed the trouble shoot. Sent a new unit. No medical impact or medical intervention reported. Used with female wicks. Tcm will send bio box. Per additional information received via email on 04dec2025, outpatient wound care at the local hospital¿s wound care center (2 times per month for six months), and home health care nursing for bi-weekly wound-vac care. The replacement purewick system has been operational in our home for approximately 10 days. Although it is not perfect, the suction is significantly improved over the original system. There was impact/ injury to the patient due to the issue of the device. There was medical intervention required and the device was replaced.

Event description:
It was reported that the customer states that the pw unit isn't suctioning, did trouble shoot and the unit has failed the trouble shoot. Sent a new unit. No medical impact or medical intervention reported. Used with female wicks. Tcm will send bio box. Per additional information received via email on 04dec2025, outpatient wound care at the local hospital¿s wound care center (2 times per month for six months), and home health care nursing for bi weekly wound vac care. The replacement purewick system has been operational in our home for approximately 10 days. Although it is not perfect, the suction is significantly improved over the original system. There was impact or injury to the patient due to the issue of the device. There was medical intervention required and the device was replaced.

Manufacturer narrative:
Via sample analysis, the reported event was confirmed due to product specifications/performance failure. Cause of the failure is unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. The returned sample was evaluated for a decrease in suction complaint. A bd pure wick urine collection system with power cord were returned. There were light and sound indicating function. Once the device was opened up, there was a heavy amount of residue on the base and the rim. Further inside, there was no residue and heavy corrosion on the returned pcba. There was also heavy residue in the inner tubing next to the motor. Product labeling, was reviewed for this investigation, and the labeling is found to be adequate as it states: ensure tubing connections are connected properly. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. Ensure collection canister is sealed with the lid tightly closed. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter". Use only the purewick urine collection system ac power cord with the device. Use of an alternate consumer style ac power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks; separated housing; not suctioning properly or no suction; damaged power cord. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The reported event is addressed within the labeling as it states" the following troubleshooting information for symptom "the device is on but is not suctioning properly": 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. "Replace the canister and tubing for each patient according to useful life: every 60 days, whichever is sooner. If you notice any of the following, replace immediately": ¿ canister or tubing has residual urine build-up. ¿ canister or tubing appear cloudy. ¿ canister or tubing appear discolored. ¿ canister becomes cracked. ¿ tubing becomes torn. ¿ purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the pw unit isnt suctioning, did trouble shoot and the unit has failed the trouble shoot. Sent a new unit. No medical impact or medical intervention reported. Used with female wicks. Tcm will send bio box. Per additional information received via email on 04dec2025, outpatient wound care at the local hospital¿s wound care center (2 times per month for six months), and home health care nursing for bi-weekly wound-vac care. The replacement purewick system has been operational in our home for approximately 10 days. Although it is not perfect, the suction is significantly improved over the original system. There was impact/ injury to the patient due to the issue of the device. There was medical intervention required and the device was replaced.